Event description:
Doctor reported event of infection from journal article: "revisional laparoscopic roux-en-y gastric bypass following failed laparoscopic adjustable gastric banding", obes surg, doi 10.1007/s11695-013-0888-0, published online 12/mar/2013. This medwatch represents the 1 patient listed in table 1 of the article who was diagnosed with infection. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."